Event description:
It was reported that, on the stage of bone mapping for the femur in a navio-assisted tka surgery, all of the bone shape automatically appeared even it was not collected the femur shape of the patient. So, the surgeon only depended on the image of green dots he collected and fortunately operation finished well. For tibia, it was fine that the bone image only appeared within what he collected. The procedure was completed with the same device without delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the navio surgical system korea, part number rob00079, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient case screenshots confirmed the customer reported failure of false mapping of femur implant region. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is software-related failure. This software failure has been registered as a bug and is currently under investigation. No further action is required for this failure outside of the bug assessment captured above. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.